Manufacturer narrative:
Product ID 8703w, lot # l36577, implanted: (B)(6) 1995, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the clinical study. It was reported that there was medication side effects on (B)(6) 2015 including increased drowsiness and lethargy, and then examination on (B)(6) 2015 included increased nausea and recurrent headache following the catheter revision. Interventions included reprogrammed, specific action was a dose decrease on (B)(6) 2015 and a push-pull to decrease concentration. The event resulted in prolongation of existing hospitalization. Examination on (B)(6) 2015, no symptoms noted at wound. Etiology indicated the relationship of the event to the device or therapy was noted as possibly related. It was also indicated that the relationship of the event to the implant procedure was unlikely related. It was noted the event was possibly related to the drug. The drug action that caused the event was the catheter revised. It was noted that the event resolved without sequalae on (B)(6) 2015. Additional information received reported that the event outcome resolved with sequelae on (B)(6) 2015, sequelae was med ication side effects.

Event description:
On (B)(6) 2015, the patient reported a loss of pain relief. On (B)(6) 2015, fluoroscopy was done and the catheter appeared to be patent and without complications. The severity of the event was noted to be ¿mild.¿ the device system was delivering morphine. On (B)(6) 2015, the patient was adamant that his pump was not working right. The patient was taken to surgery the same day and surgical observation showed a catheter leak. The lumbar portion of the catheter was revised; the catheter was spliced. Fluoroscopy after the revision showed a patent catheter with no leaks. On (B)(6) 2015, a pump push/pull procedure was done to change the morphine concentration from 30 mg/ml to 10 mg/ml. On (B)(6) 2015, the pump dose was increased. The patient outcome was reported as ¿resolved without sequela¿ with a resolved date of (B)(6) 2015. The event was noted to be related to the device or therapy and possibly related to the implant procedure.